Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her lancing device casing was cracked or broken. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the reported issue began on (B)(6) 2010. The patient continued to take her usual dosage of medication. The patient did not attempt to test her blood glucose with just the lancets. She had no other way of testing. Approximately one week later at an unspecified date, she developed symptoms of feeling sweaty and shaky. She self-treated with food and felt better. She did not seek any further medical attention or contact her physician for assistance. The patient denied any misuse of the product. This is not the first time the product is being used. The product was replaced. The complaint is being reported since the patient alleged that due to the cracked lancing device she was unable to test and a week later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.